Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted due to sui and intrinsic sphincter deficiency. The patient underwent cystoscopy with coaptite injection on (B)(6) 2010 due to intrinsic sphincter deficiency with sui. It was reported that the patient underwent surgery on (B)(6) 2011 for small bowel obstruction secondary to prior adhesions from previous abdominal surgery. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced burning, incontinence, urinary frequency, urgency, uti, and nocturia.